Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the notch area next to sense b electrode. This crack did not extend into the insulation. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An xray was normal. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, on the day of a pulse generator replacement procedure, it was found that the shock impedance was 130 ohms. An xray found the electrode had veered to the left of the sternum. The electrode was also explanted and replaced along with the pulse generator. There were no additional adverse patient effects.

Event description:
It was reported that, on the day of a pulse generator replacement procedure, it was found that the shock impedance was 130 ohms. An xray found the electrode had veered to the left of the sternum. The electrode was also explanted and replaced along with the pulse generator. There were no additional adverse patient effects.